Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated into the uterus/migration of essure device location of device: uterus,") in a 32-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec) since 2009, citalopram hydrobromide (celexa) from 2009 to 2017 and diphenhydramine hydrochloride, naproxen sodium (aleve pm) from 2009 to 2017. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ deep dyspareunia in some positions"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), mood altered ("hormonal changes describe: mood changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain"), allergy to metals ("nickel allergy") and complication of device removal ("complications from essure removal procedure: yes hysterectomy was required"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, mood altered, headache, migraine, fatigue, abdominal pain, allergy to metals and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, complication of device removal, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. On (B)(6) 2017, ablation failed, novasure ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: migration of essure device. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as hormonal changes describe: mood changes, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device: uterus, dysmenorrhea (cramping), surgery (other) type of surgery: biopsy, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, complications from essure removal procedure: yes hysterectomy was required. Concomitant, historical drugs and treatment drugs, relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated into the uterus/migration of essure device location of device: uterus,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 32-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec) since 2009, citalopram hydrobromide (celexa) from 2009 to 2017 and diphenhydramine hydrochloride, naproxen sodium (aleve pm) from 2009 to 2017. On (B)(6)2009, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)2017, 7 years 10 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ deep dyspareunia in some positions"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), mood altered ("hormonal changes describe: mood changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain"), allergy to metals ("nickel allergy") and complication of device removal ("complications from essure removal procedure: yes hysterectomy was required"). The patient was treated with surgery (hysterectomy on (B)(6)2017) and surgery (diagnostic hysteroscopy performed / ablation). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, pelvic pain, mood altered, headache, migraine, fatigue, abdominal pain, allergy to metals and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, complication of device removal, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2017: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of product technical complaint. On 10-aug-2018: upon routine monitoring activity, it was noticed that an ablation had been mentioned on pfs. It was added as treatment of abnormal bleeding (vaginal menorrhagia) and event was upgraded to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated into the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.